Event description:
It was reported that a 38-year-old female patient underwent a primary breast augmentation surgery with 350cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture which was discovered during a revision surgery. As a result, the patient underwent removal on (B)(6) 2022. There were no reported patient consequences due to the rupture discovered during the explantation procedure. Refer to manufacturing report number 1645337-2022-12882 for the contralateral event.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be rupture. Additionally, a crease was noted on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).